Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be manufacturing related. One 4 fr single lumen powerpicc with a t-lock assembly and 3cg stylet inserted was returned for evaluation. An initial visual observation showed an approximately 9.4 cm long section of the catheter, between the 35 cm and 45 cm depth markers was flat and appeared to be fused together. One side of this flat section was observed to be lustrous and the other side was observed to be dull and granular in texture. A longitudinal split was observed in the dull side of this section and was most-likely caused by the stylet which was exposed within this section. No use residue was observed on the sample. The dull side of the flat section of catheter was observed to be rough during tactile evaluation. A microscopic observation revealed a whitish residue on the granular side of the flat section of the catheter, which appears to be residue from the tyvek lid of the kit tray. The returned sample appears to have been damaged from being caught in the seal of the kit during packaging of the product. (B)(4) evaluation: the complaint for ¿the catheter broken (flat)¿ the evaluation carried out shows a little part to catheter flat, which confirms that this one could have been trapped between the tray and the pouched, fault that is visible in the area of sealing. Due to this, the complaint is manufacturing related. A lot history review (lhr) of reav0108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that opening the package shows the catheter broken longitudinally with exposure of stylet.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reav0108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that opening the package shows the catheter broken longitudinally with exposure of stylet.